Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has broken battery pca pins. There was no patient or user involvement.

Event description:
The customer reported that the device has broken battery pca pins. There was no patient or user involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found bent and compressed.